Manufacturer narrative:
The manufacturer received x-ray and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture, pain and inability to walk.

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture, pain and inability to walk.

Manufacturer narrative:
Additional information which was received on jun 17, 2020. D11- medical product: revitan, proximal part, conical, uncemented, 55, taper 12/14; item#0100401055; lot#2686467. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted on the right side with a revitan stem on (B)(6) 2013 due to aseptic loosening of the previously on (B)(6) 2011 implanted stem. The patient underwent revision of the revitan stem on (B)(6) 2020 due to implant fracture, pain and inability to walk. Retrospectively, it was found that the externally performed x-ray on (B)(6) 2020 already showed the revitan fracture. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: in total two pelvis overviews, one from (B)(6) 2013 and one from (B)(6) 2020, have been received. The following x-ray assessment has been performed by a health care professional (radiologist). Both ap pelvis overviews demonstrate bilateral total hip arthroplasties. The stem junction is located at the height of the proximal end of the trochanter minor. The image taken on (B)(6) 2020 demonstrates a fracture of the right total hip arthroplasty at the connection pin between distal and proximal revitan component. Possibly insufficient medial bone support. Proximal cerclage wire noted on the right. Overall fit and alignment of the implants is appropriate. Normal bone quality. Acetabular inclination angle on the right is 38°. No signs of loosening or radiolucency. Patient data: r.w., male, born 05 dec 1950, 88 kg, 180 cm, bmi: 27.2. Product evaluation: the retrievals were received for examination. Subsequently, the patient requested an immediate return of the retrievals; therefore, the retrievals were returned unexamined to the patient. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records of the proximal and the distal revitan components identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted on the right side with a revitan stem (55 proximal part, 18/140 distal part and biolox delta head 36/+3.5 l) on (B)(6) 2013 due to aseptic loosening of the previously on (B)(6) 2011 implanted stem. The patient underwent revision of the revitan stem on (B)(6) 2020 due to implant fracture, pain and inability to walk. Retrospectively, it was found that an externally performed x-ray on (B)(6) 2020 already showed the revitan stem¿s fracture (please note, this x-ray has not been received for review). Based on the received x-ray from (B)(6) 2020 a pin fracture of the distal revitan component can be confirmed. The patient was implanted with the shortest proximal revitan component size 55; leading to a proximal location of the stem junction at the level of the proximal end of the trochanter minor. The proximal location of the stem junction together with the large head offset (l), potentially insufficient medial bony support and the mentioned patient data (male, 63 years of age at implantation) point to increased bending forces to the stem junction, which represents an increased risk for stem fracture. As a complete x-ray follow-up has not been provided; potential changes in the patient's anatomy (especially medial bone support), bone quality and implant positioning during the time in-vivo could not be assessed. Medical records such as surgical reports, office visit notes and intraoperative images have not been provided, therefore, further patient and procedure related factors could not be evaluated. As the patient requested the products back, an examination of the products, including an analysis of the fracture surface, was not performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). In conclusion, based on the received x-rays a pin fracture of the distal revitan component could be confirmed. Based on the mentioned patient and procedure related factors, it can be assumed that the patient had an increased risk of stem fracture. Nevertheless, as the cause is multifactorial it remains unknown if and to what extent the aforementioned and other unknown factors contributed to the stem fracture. Further, based on the lack of medical records and due to the unavailability of the products for examination an in-depth investigation could not be performed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.